Event description:
In 2009, the sales rep reported via fax that during surgery, the surgeon was implanting the screw when the polyaxial head disengaged from the threaded shaft. Additional info received via telephone on 09/29/2009, the sales rep reported that during thoracic surgery, the surgeon was attempting to implant the third screw in t3. The surgeon was about 3/4 of the way in the pedicle when the surgeon noticed that the driver was just spinning. The surgeon then lifted up the driver and noticed that the polyaxial head disengaged from the shaft of the screw. The surgeon then picked up the polyaxial head with a pair of pick ups and proceeded to explant the shaft of the screw with some needle nose pliers. There was a surgical delay of 15 mins. The surgeon was then able to reimplant another screw to finish the case.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending.